Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, during a spinal fusion the screw head could not be removed from the alignment tool. The surgeon performed troubleshooting and was able to remove the alignment tool from the screw head. Similar event occurred 3 times during this surgery. The screws were not loose and does not affect the patient. Procedure was completed successfully without any surgical delay. This report is for one (1) unk - screws: spine-us. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
This report is for an unk - screws: spine-us/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.